Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the pump has a partial display. The customer's blood glucose reading was 267 mg/dl at the time of incident. Troubleshooting found that the pump did not revert to normal after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display, no missing segments or partial display and no date and time anomaly noted. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.